Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a constant blank display during boot up due to moisture damage on all electronic assemblies. Unable to perform the self test, displacement test or rewind test due to the blank display. Unable to verify reset anomalies, rewind anomalies or verify any alarms due to the blank display. The pump also had minor scratches on lcd window, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, and moisture damage on the motor assembly.

Event description:
It was reported via phone call that the customer received a software error alarm. Customer reported blood glucose levels that rose to 400mg/dl and 500mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.